Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms 1. The customers blood glucose (bg) level was reported to be 230 mg/dl. It was indicated that after a new cartridge is installed a bolus will be delivered to stabilize bg level. It was confirmed that the cartridge was not damaged or cracked for event date of (B)(6). However, it was not known if on (B)(6) the cartridge was cracked or damaged.